Event description:
Dome detached traction removal. Indwelling period was about 6 months. The detached portion was removed with forceps through the stoma. Lidocaine jelly was applied around the stoma and confirmed the device was free-floating within the fibrous tract before removal.